Event description:
The customer reports during an unspecified procedure using an evis eus ultrasound bronchofibervideoscope, the seal around the distal tipped chipped off while in the patient's airway. It is unknown how the fragment was removed from the patient. Patient demographics and pre-existing conditions were requested and unknown by the customer. The procedure name was requested and unknown by the customer. The indication for the procedure was unknown by the customer. The patient's current condition is unknown by the customer. The customer did however confirm there was no adverse effect to the patient as a result of this occurrence.

Manufacturer narrative:
This event has been reported by the importer on MDR# 2429304 - 2022 - 00175. The device referenced in this report has been returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. Physical evaluation of the returned device: there was a leak at the adhesive rubber caused by a cut/crack. There was peeling cement on the objective lens and light guide lens. The image was stained due to broken fiber. The bending section was detached. The angulation was low. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has over 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event could not be identified. However, it is likely that the use of the damaged equipment may have resulted in the occurrence due to the concentration of defects at the tip of the equipment. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ this supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.